Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing was observed on a remote transmission. Patient was asymptomatic. Right ventricular lead noise with multiple recordings of high ventricular rate episodes were noted. The lead was capped and replaced with no complications. Patient was discharged in stable condition.